Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the stimulator after the expiration date, not preparing the skin with an antiseptic solution, multiple tunneling attempts, using inappropriate tools, and using antibiotics pre-operatively have been ruled out as potential causes. However, the questionnaire shows the patient has contraindicating conditions as they are allergic/sensitive to sutures. The patient failed to inform the physician of the allergy/sensitivity prior to the procedure. A stimwave representative conducted a review of sterilization and packaging records for the respective product lot; stimwave has confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the reported issue is due to the patient being a poor candidate due to health, weight, age, or mental capacity.

Event description:
The patient was referred to a wound care specialist due to the incision site healing slowly.